Event description:
It was reported that the implantable neurostimulator (ins) was showing the end of service (eos) message. It was noted that the company representative "cleared a couple of power-on-reset (por) conditions. It was stated that there were no therapy problems. It was stated that the rechargeable battery was replaced with a non-rechargeable battery. It was noted that there were "no complications and the patient was receiving adequate stimulation therapy".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not charged her implantable neurostimulator (ins) "for months and months," and that the patient was unable to communicate with the battery. It was suspected that the ins was overdischarged. Additional information received from the health care provider (hcp) reported that the battery was replaced with a non-rechargeable implantable neurostimulator (ins). It was stated that there was no abnormal impedances. The patient did not require hospitalization. It was stated that the patient recovered without sequela.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).